Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental finding: the pump off alarm did not activate as intended during the loss of comm event (MFR report # 2916596-2023-02399). The reported event of a blank screen was confirmed, as the root cause of the blank screen was identified during review of the submitted and downloaded log files. These log files collectively contained approximately 8 days of data (14jan2023 to 22jan2023 per timestamp). At 18:18:11 on 20jan2023, a loss of lvad comm alarm was activated due to simultaneous com a and com b faults. While this alarm was active, the lvad and controller could not properly communicate, causing the speed, flow, and pulse index values to appear empty on the system controller¿s display. This loss of lvad comm alarm persisted up until the driveline was disconnected at 19:30:04 on 20jan2023. Shortly later at 19:33:30, the controller was shut down. The controller was briefly connected to the driveline again from 11:01:03 to 11:01:42 on 22jan2023, and no further atypical events were observed. During functional testing of the returned heartmate 3 system controller (serial number: (B)(6)), lvad comm faults were unable to be reproduced. The controller performed as intended throughout testing and supported a test pump for an extended period of time without issue. The root cause of the reported blank screen was determined to be a loss of communication between the lvad and controller; however, the root cause of this communication issue could not be conclusively determined through this evaluation. The heartmate 3 patient handbook - section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook - section 6 ¿equipment maintenance¿ describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate 3 system controller (serial number: (B)(6)) indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller display screen was blank, and the cause of the issue was not known. The system controller was replaced.